Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. In addition, it was reported the customer miscalculated the amount of carbohydrates consumed and subsequently delivered a larger boluses than needed. Customer¿s blood glucose (bg) level lowered to 45 mg/dl. Customer addressed bg level with glucose tablets.